Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for routine follow up with an alert for hv circuit damage. The patient had a non-sustained vf episode. There was possible interference from a previous MRI procedure. The device successfully charged with false indication of true hv circuit issue. A device dowload was completed. The patient was fine.

Manufacturer narrative:
The device was returned at eri for an hv output anomaly. A longevity calculation was performed, and the device was within expected longevity performance. High voltage output was tested on the bench and was normal. The anomaly observed in the field was not reproducible. The cause of the field event was undetermined.